Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 23-mar-2018. Additional information: device evaluation summary:the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell and center patch were dark blue in appearance. As the balloon was not received with a fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from three separate openings on the radius of the shell. Under microscopic analysis, all three openings in the shell were observed to have striated edges, consistent with surgical damage from device removal activities. Yellow and brown particulate matter was noted on the inner surface of the valve channel. Yellow, green, and white particles were noted on the outer surface of the center patch. White particles were observed to be covering approximately 80% of the outer surface of the balloon shell.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera® include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "balloon leakage." Patient presented with blue urine. Device was removed and patient is scheduled for a replacement.